Manufacturer narrative:
As of today the investigation is still in process a follow-up will be filed as needed.

Event description:
It was reported that the technologist finished an exam and rotated the gantry to 0 degrees. The gantry down button was pressed and the gantry came "crashing down." The plastic paddle hit the technologist's hand and left a red welt, "tech is ok." Attempts to obtain additional information have been unsuccessful. A field engineer was dispatched to the site and it was determined that the vta assembly had broken and the system gantry would be replaced.

Manufacturer narrative:
The system was returned for investigation. It is engineering's conclusion that the reported incident was a result of excessive wear between the bronze lift nut and the steel lifting screw. There were no raw material abnormalities that would lead to abnormal wear. The excessive wear was most likely contributed to by inconsistent maintenance of the lead screw/nut lift system. Consistent maintenance should include periodic removal, lead screw cleaning and reapplication of the specified 'high pressure' grease. The maintenance records indicate that periodic maintenance was performed, however there was no confirmation that the lead screw was cleaned during the lubrication process.